Event description:
In 1999, patient was seen at implant center to evaluate complaint of pain when placing the headpiece. The surgeon noted that the patient did not have any signs of infection. The surgeon felt that a suture may have broken, causing the posterior end of the device to extrude. Revision surgery was scheduled to reposition the device and re-suture into place. During this surgery, the surgeon found it necessary to explant device due to other physiological issues that were observed in the bone bed during revision surgery.